Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the battery site. Database analysis revealed no anomalies. The physician did not make any comment if the previous battery had a malfunction. The patient underwent an ipg replacement procedure per patient and physician¿s preference. The patient was reportedly doing well postoperatively.